Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had hyperglycemia while wearing the pod for 4 to 24 hours on the leg. It was reported that on monday (B)(6) 2019 or tuesday (B)(6) 2019 her neighbor found her laying on the ground unconscious and called 911. She was not sure of the exact date. The ambulance came and took the patient to the hospital. When the patient arrived at the hospital they checked her blood glucose and the results were 1400 mg/dl. The patient had been vomiting and she was placed on fluid and insulin by intravenous therapy. She does not know what she was diagnosed with, only that she was in a coma. She was admitted to the hospital. She was discharged on friday(B)(6) 2019. She was prescribed an antibiotic. The patient did not provide the name, dosage, or length of use for the antibiotic.